Manufacturer narrative:
The user facility returned 2 samples: both had evidence of significant stretching of the sheath and the sheath of one sample had been separated into 3 pieces connected only by the inner wire coil. Follow-up communication confirmed that no additional event or product specific information is available. Therefore, the decision was made to submit a single medwatch report. The investigation was based upon evaluation of user facility info, the returned samples and reserve samples. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and return sample condition are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. No abnormalities or defects were noted on visual inspection and functional testing of reserved samples. The device labeling states in the instruction for use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported the sheath partially separated during removal and there were "no pt consequences." Follow-up communication confirmed that no additional event specific info is available.